Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited low out of range impedance measurements. An email was sent to the field representative in an attempt to obtain additional information. No adverse patient effects were reported.

Event description:
The field representative stated that there were no changes or revisions made to the system and that the physician has opted to monitor the lead. No adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was receivd that the rv lead continues to exhibit low out of range impedance measurements. Available information indicates that the lead remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that the lead continues to exhibit low out of range pacing impedance measurements and recently started to exhibit decreased amplitude. During the revision procedure, no issues were seen with the lead via fluoroscopy imaging. The rv lead was surgically abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.